Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
The biomedical engineer reported that while setting up the unit for patient use. The unit will not power on. The customer contacted product support to check if the power switch led is illuminated with power connected and what color is displayed. Then the customer tried to turn the unit on to check if the led changes and if the blower could be heard from the vent. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:21aug2020, b4:25nov2020 . The field service engineer (fse) replaced the power management (pm ) board to address the reported problem. The unit operates on ac and dc power, no other problems found. Based on information provided and/or service performed, the customers alleged malfunction was confirmed, or failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.